Event description:
Reference number (B)(4). Event occurred in chile. It was reported that the patient faced insulin flow blocked alarm on (B)(6) 2026. The blockage was in the tubing. No further information available.